Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent contraception. Additional information was received from physician on (B)(6) 2016. The physician attempted to insert essure on left side and had hit resistance. He thought he had removed the inserter and thought device did not deploy, but he saw some coils. So, he thought that it was the delivery wire and attempted to remove it and it stretched out. There was some bleeding but he was unable to remove. Physician was worried that the actual device did not deploy properly, it was spent a fair amount of time trying to remove the delivery wire but it was unsuccessful so the patient told to stop the procedure. The delivery wire got stuck and was still stuck in the patient. The sales representative looked at inserter and said the insert did deploy. The sales representative told to the doctor that the best thing to do was to wait 3 months and have the patient to do a hysterosalpingogram to confirm the micro-insert was in assuming that the patient was in no pain. However, the patient was in pain and the doctor would like to discuss with the specialist some different surgical procedures to try. He wants to remove essure and do bilateral tubal, but he has never removed essure before. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed on the left side but had hit resistance. He thought he had removed the inserter and thought device did not deploy. He thought it was the delivery wire and attempted to remove it and it stretched out. The physician is planning to remove essure inserts and perform a bilateral tubal (not specified whether ligation or salpingectomy). This event was interpreted as device breakage, is listed in the reference safety information. In this case, the device breakage occurred during the insertion procedure and was therefore considered related to essure therapy. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up received on 16-nov-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed on the left side but had hit resistance. He thought he had removed the inserter and thought device did not deploy. He thought it was the delivery wire and attempted to remove it and it stretched out. The physician is planning to remove essure inserts and perform a bilateral tubal (not specified whether ligation or salpingectomy). This event was interpreted as device breakage, is listed in the reference safety information. In this case, the device breakage occurred during the insertion procedure and was therefore considered related to essure therapy. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Quality safety evaluation of ptc received on 19-aug-2016: ptc global number is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly would lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device damage and device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed on the left side but had hit resistance. He thought he had removed the inserter and thought device did not deploy. He thought it was the delivery wire and attempted to remove it and it stretched out. The physician is planning to remove essure inserts and perform a bilateral tubal (not specified whether ligation or salpingectomy). This event was interpreted as device breakage, is listed in the reference safety information. In this case, the device breakage occurred during the insertion procedure and was therefore considered related to essure therapy. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.